Event description:
It was reported the mother is wanting someone from livanova to interrogate the patient's device as she feels the battery has depleted. Further information was received that this patient is being referred for generator replacement. Further information was received that a patient showed up at the medical center in status epilepticus and that the patient was scheduled for a generator battery replacement due to battery depletion. Email was then received from tc that the patient's generator was replaced. Further information was received that the patient was initially hospitalized due to breakthrough seizures. The patient was discharged from the hospital then a few days later and was hospitalized again due to status epilepticus. The generator was replaced during this hospitalization, however it was reported that the patient's generator is at neos and was the initial referral for generator replacement before both hospitalizations and is the reason the generator was replaced. The explanted device is not available for return. The patient's generator's diagnostics were within normal limits prior to replacement, with the battery being at near end of service. No additional information has been received to date.